Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no. D.10. Returned to manufacturer on: na. H.6. Investigation: bd had not received samples, but 1 photo was provided for investigation. The photos were reviewed and the indicated failure mode for overfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
The following issue of overfill was reported while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube. The following information was provided by the initial reporter; "it was reported that tubes were overfilling. I am getting reports from our lab that lawson# (B)(4) lot # 0289256 is overfilling."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
The following issue of overfill was reported while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube. The following information was provided by the initial reporter; "it was reported that tubes were overfilling. I am getting reports from our lab that lawson# (B)(4) 363083 lot # 0289256 is overfilling."